Manufacturer narrative:
The product is unavailable for evaluation. Additional information has been requested, and if received, will be supplied on a supplemental.

Event description:
The patient received her primary surgery in 2007. One month later, it was found from the x-ray that one of the blockers was disassembled. During the revision surgery, the surgeon visually found the blocker l3 on the left loosened.